Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A lens inventory representative reported that before an intraocular lens (iol) implant procedure, a defect was noted on the optic. There was no patient contact. Additional information was provided by the initial reporter that there was a spot or debris noticed on iol optic. In the surgeon's opinion the event was caused by a manufacturer's defect. The procedure was completed with a new iol.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned positioned correctly in the iol case. Solution is dried on the iol. The optic is cracked/fractured and scratched/marked-rejectable with loose fibers & particulate. We are unable to determine the root cause for the reported complaint "defect on optic". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).